Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to connection issues. While attaching the device to the lead, the lead could not be fixated in the header due to the setscrew not being able to be tighten. It was decided to implant another device instead. This device is expected to be returned for analysis. No adverse patient effects were reported.